Manufacturer narrative:
Additional information: h.7, h.9

Event description:
It was reported that device (broken/damaged)

Manufacturer narrative:
"H10: the reported issue that the device broke was not confirmed through the service repair process. However, the service repair process identified that the device was returned to convert to loaner. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. The preventative maintenance, check-up, and repair to convert the returned pump module to loaner was performed by service. The proximate cause for the rear case replacement is the result of corrosion/wear. The proximate cause for the keypad replacement is the result of delamination the proximate cause for the male iui replacement is the result of corrosion/wear, the proximate cause of the female iui replacement is the result of corrosion/wear, the proximate cause for the membrane frame replacement is the result of discoloration, the proximate cause for the door cover replacement is the result of damage/wear, the proximate cause for the bezel assembly is the result of lower hinge crack, the proximate cause for the display board replacement is the result of a dim segment. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
The preventative maintenance, check-up, and repair was performed. The proximate cause for the rear case replacement is the result of corrosion/wear. The proximate cause for the door w/keypad replacement is the result of delamination. The proximate cause for the male and female iui replacement is the result of corrosion/wear. The proximate cause for the membrane frame replacement is the result of discoloration. The proximate cause for the door cover replacement is the result of damage/wear. The proximate cause for the bezel assembly is the result of lower hinge crack. The proximate cause for the display board replacement is the result of a dim segment (u4).

Event description:
The device was damaged.